Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery tube, scratched display window and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery out limit customer states that the blood glucose reading is 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.